Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Corrections/removal reporting numbers:1627487-12192011-003-r and 1627487-07262012-002-r. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2015-07209 additional information gathered revealed the patient has experienced pocket heating while recharging the ipg. Surgical intervention remains pending. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. The organization has made the decision to include the charging system with regard to heating while charging issues related to this letter. The charging system has been added to this event as a new device report with the supplemental information regarding the ipg.

Event description:
It was reported the patient's ipg could no longer communicate with the programmer or multiple chargers due to being inoperable. The event date is unknown. In turn, the patient lost stimulation. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07209. Follow-up revealed the patient had decided not to move forward with the surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.